Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Information identified in the manufacture database noted the patient is deceased and died approximately one month post implant of the defibrillator and leads.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.